Event description:
Approximately 17 months after cypher stent implantations, the patient died. The cause is unknown. Patient presented to cath in 2002 with no angina, recent mi within 72 hours and 2-vessel disease was found. Pre and intra-procedure medications included plavix, asa, and reopro. Pci was performed o na 75% de novo lesion in the 1st om of 30mm in length in a 2.25mm diameter vessel. The (class c) eccentric lesion was characterized with an irregular contour, angulation between 45 and 90 degrees, little to no calcification and thrombus was absent. The lesion was pre-dilated with a 2.0/10mm balloon at 12 atm before deploying one 2.5/33mm cypher stent (lot # unknown) at 16 atm with satisfying results. The lesion was post-dilated with a 2.5/20mm balloon because the stent was not fully expanded. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure.